Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with the use of a capio slim on (B)(6) 2014. According to the complainant, during the procedure, the bullet detached from the suture. The bullet fell off inside the patient and the suture remained in the needle carrier of the device. The physician is not planning to retrieve the bullet from the patient. The procedure was completed with a second uphold (tm) lite with capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) for the problem of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.